Manufacturer narrative:
Device analysis: the balloon was visually inspected, microscopically examined, and functionally tested. A balloon pinhole leak was identified in the balloon shell at the sphere- adapter junction. The damage is consistent with material fatigue. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities that would affect the functionality of the balloon component. Product analysis identified a malfunction with the balloon component. The damage identified in the balloon shell would affect the overall functionality of the device. The cuff component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. Inspection of the remainder of the device revealed no damage or irregularities that would affect the functionality of the device. The pump component was visually inspected, microscopically examined, and tested for leaks. Microscopic examination identified a pump contaminate. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the patient was expected to undergo a revision surgery of the artificial urinary sphincter for unspecified reasons. Analysis of the returned device identified a product malfunction.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the reported fluid leak was confirmed; however, product analysis was unable to confirm the reported pain and migration.device history record review (DHR): the device history record review (DHR) confirmed the device met all manufacturing specifications, a risk review confirmed that the event is accounted for in the risk documentation.label review:a labeling review found no evidence of device off-label use or failure to follow instructions.device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The balloon component was visually inspected, microscopically examined, and tested for leaks. A balloon pinhole leak was identified in the balloon shell at the sphere adapter junction. The damage is consistent with material fatigue. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities that would affect the functionality of the balloon component. The pump component was visually inspected, microscopically examined, and tested for leaks. Microscopic examination identified a pump contaminate. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The pump was not functionally tested due to the contamination. The cuff component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. Inspection of the remainder of the device revealed no damage or irregularities that would affect the functionality of the device. Product analysis did not confirm a malfunction with the cuff or pump component. Product analysis confirmed the reported fluid leak; however, product analysis was unable to confirm the reported pain and migration.investigation conclusion:based on this investigation, product analysis confirmed a device malfunction. A balloon pinhole leak was identified in the balloon shell at the sphere adapter junction. The damage is consistent with material fatigue. The product record review indicated that the reported events do not represent an unanticipated event. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure through product investigation.

Event description:
It was reported that the patient had the artificial urinary sphincter replaced due to device failure as the reservoir (balloon) was empty and the patient was feeling pain as reservoir (balloon) was not stable as it moved to side from where is should have been. The patient symptoms began 6 months prior to the surgery. Following the surgery, the patient was in the good condition.

Event description:
It was reported that the patient had the artificial urinary sphincter replaced due to device failure as the reservoir (balloon) was empty and the patient was feeling pain as the reservoir (balloon) was not stable. It moved side to side from where is should have been. The patient symptoms began 6 months prior to the surgery. Following the surgery, the patient was in the good condition.

Manufacturer narrative:
Device analysis: the balloon was visually inspected, microscopically examined, and functionally tested. A balloon pinhole leak was identified in the balloon shell at the sphere- adapter junction. The damage is consistent with material fatigue. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities that would affect the functionality of the balloon component. Product analysis identified a malfunction with the balloon component. The damage identified in the balloon shell would affect the overall functionality of the device. The cuff component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. Inspection of the remainder of the device revealed no damage or irregularities that would affect the functionality of the device. The pump component was visually inspected, microscopically examined, and tested for leaks. Microscopic examination identified a pump contaminate. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.